Event description:
Additional information was provided which noted that there was no further troubleshooting performed and no actions planned or performed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedances of greater than 125 ohms. Troubleshooting options discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited shock impedances of greater than 125 ohms. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service. Additional information was provided which noted that there was no further troubleshooting performed and no actions planned or performed. No adverse patient effects were reported. The lead remains in service. Additional information was provided which noted that the right ventricular (rv) pacing impedances had also increased but were not out of range. A 41 joule commanded shock was delivered to the patient which revealed shock impedances of 74 ohms. The shock impedance alert was increased. No additional adverse patient effects were reported. The lead remains in service. Additional information was received which reported that there had been another alert due to high out of range shock impedances. There was an increase in the rv pacing impedances which was considered to be due to physiologic changes. There was also intermittent baseline noise on the shock channel. The patient was being referred to their electrophysiologist. No additional adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received which noted that the rv pacing impedances had also increased, but were not out of range. A 41 joule commanded shock was delivered to the patient which revealed shock impedances of 74 ohms. The shock impedance alert was increased. No additional adverse patient effects were reported. The lead remains in service.